Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient was not getting a good low back relief as would like, and stated felt stimulation too strong in legs. Patient's pain complaint was that it was difficult to charge battery. Only gets 2-3 bars and feels like the battery has moved and no longer flat to skin surface, therefore making connection with charger antenna difficult. For diagnostic/ troubleshooting rep reprogrammed stimulation. Patient now does feel more stimulation in low back/ buttock and mild stimulation in legs. Stated they were happy with that coverage. Rep spoke with the health care professional (hcp) to notify him of the issue. He is having the patient come to office this friday to discuss a pocket revision and possible replacement to a new ins due to new charging benefits. The issue has not been resolved at the time of this report. No surgical intervention occurred and it is unknown if surgical intervention is planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that nothing is resolved. Still awaiting surgery to be scheduled. Was confirmed with the health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the hcp planned to replace the patient's ins with the newer model and move the pocket slightly. No further complications were reported.

Event description:
Additional information was received from the hcp. It was reported that ins was replaced on (B)(6) 2018. When asked if the caller had any details about the reason for replacement, the caller stated that the replacement was the result of "failure". The caller indicated that he did not have any further details about the issue with the device. Later, it was clarified that the cause of replacement was patient not getting pain relief and had some recharging issues. The ins was replaced and a new pocket for ins was made for optimal placement, just above the old pocket. The surgery was performed without any complications. Patient¿s weight was not recorded. Post-op appointment was on (B)(6) 2018. Everything was good and scs was functioning well. There is no information in notes on what was done to the old device but was probably discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.